Event description:
Device 2 of 2: reference MFR report: 1627487-2018-05945. Additional information revealed the lead was replaced on (B)(6) 2018.

Manufacturer narrative:
In the event the product is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-05945. It was reported the patient was receiving ineffective therapy. X-rays were taken which confirmed the lead had migrated. Since it is unknown which lead migrated, both leads are being reported. As a result, revision surgery may be pending.